Event description:
It was reported that an altitude alarm occurred. The customer experienced an elevated blood glucose (bg) level displayed as "high"; although a specific bg value was not provided. Customer administered a correction injection to address the bg. Customer reverted to an alternate method of insulin therapy. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.